Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, [the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 11-363664 36mm cocr mod hd +6mm 852570, item# xl-108223 arcomxl 36mm +3 mrom lnr sz 23 lot# 582620, item# 16-116050 rngloc+ ltd hole shell sz50 449690. Multiple MDR's submitted for this report: 0001825034 - 2018 - 03388; 0001825034 - 2018 - 03390.

Event description:
It was reported patient underwent a revision procedure approximately five years post implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. X-rays were provided and the review identified the products were anatomically aligned. No evidence of wear, loosening or malalignment were observed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined.